Event description:
Additional information provided by the account: based on a phone call held with the account, the retrieved pieces cannot be confirmed as covidien devices. The pieces which were first assumed to be versa step trocar sleeves were actually determined to be biological tissue by the pathology department. The black seal retrieved has to be confirmed by covidien personnel as to whether to seal belongs to a covidien device.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Based on photos received by the account, it appears that the device component removed from the patient. (B)(4).

Event description:
According to the reporter: so, this was a pt who had a robotic sacrocolpopexy with persistent rlq pain and a subsequent abnormal CT scan. This patient had surgery at (B)(6) but was seen post op at (B)(6). They believe pieces of the versastep 12mm, or possibly the 8mm, fell into the patient and were identified post op (initial procedure was done at (B)(6) and they did not retain the instrument).she returned to the hospital on (B)(6) for an exploratory procedure. The object was removed on this date.